Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a dislodged grip cable at the proximal end when the housing was removed. As a result, loose grip cable is observed at the distal end. The instrument was found to have cracked clamping pulleys of inputs five and six. The crack resulted in loss of tension of the correlating grip cable, likely causing the grip cable to be dislodged. Additionally, the instrument was found to have corrosion on the bearings. Pitch and grip input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the multiple components of the bearing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the large suturecut needle driver instrument had a torn cable. The procedure was completed with no reported injury.